Event description:
It was reported there was a catheter break in the proximal segment. A catheter revision was performed and hospitalization was required. The patient experienced underdose symptoms. The drug being used in the pump was lioresal. Additional information was requested but was not available at the date of this report.

Event description:
Additional reported information indicated that during the catheter revision on (B)(6), 2012, 40.5cm was trimmed from the pump segment and connector. This portion was replaced with 40.5cm of a new sutureless connector. There was no change in the catheter length from the 2005 catheter. The pump was replaced and the catheter access port was noted to be near '5 o'clock'. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).